Manufacturer narrative:
Mandatory medwatch form 0000072200-2015-00003 received. (B)(4). Final analysis found an insulation abrasion exposing the outer coil at 12.0 cm to 12.1 cm from the connector pin. Abrasions are consistant to friction with another implantable device. (B)(4).

Event description:
It was reported that during a merlin.net transmission the right ventricular lead exhibited noise. The patient was asymptomatic. The lead was extracted and replaced. The patient was stable.